Event description:
A review of the device programming history and the generator source code by the manufacturer indicates that the device may have prematurely depleted. Review of the data reveals that the percentage of battery consumed was lower than expected given the vbat measurements at follow up visits that occurred on (B)(6) 2009. There do not appear to be any system limitations (ie, normal impedance of (B)(4), the device is able to deliver the programmed output current of (B)(4)) that could be contributing to the discrepancy. The device was programmed to 2.5 ma/20 hz/500 usec/30 sec/0.8 min (at a 44% duty cycle) on (B)(6) 2008, which was two months after the implant date of the device. An estimate of battery life utilizing these settings suggests that the device should have lasted somewhere between 2-3.1 years. Though this setting was later changed to 2.75 ma/20 hz/250 usec/30 sec/1.1 min on (B)(6) 2009, the rough estimation for worst case battery longevity is still longer than the actual longevity (approx 1.2 years). Given that the device was implanted for (B)(6) at which time the battery was depleted, it appears that the device reached end of service prematurely due to an unknown reason. Previous follow up with the explanting hospital revealed that the device was discarded following explant, and the device is therefore not available to be returned for analysis. Review of the devices device history records revealed all line items passed manufacturing and quality control inspection steps and all electrical tests passed with no anomalies noted.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of the devices device history records revealed all line items passed manufacturing and quality control inspection steps and all electrical tests passed with no anomalies noted.